Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer was hospitalized twice. The patient was hospitalized on (B)(6) 2017 due to a high blood glucose of 697 mg/dl. The patient had trouble breathing and the hospital staff suspected that it was caused by diabetic ketoacidosis or heart failure. The customer was vomiting the night before the admission. His blood glucose was brought down and he was released from the hospital. During troubleshooting the insulin pump passed the high pressure test. The second hospitalization was on (B)(6) 2017 due to a low blood glucose of 17 mg/dl. The customer was found unresponsive when he went in for routine laboratory work. The patient was treated with an IV amp, glucagon, and food. Troubleshooting was initiated. The reservoir contained less insulin than what the status screen displayed. However, the displacement test was successfully completed. The insulin pump was returned for analysis.